Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A 6mm x 4cm x 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter would not inflate and leaked contrast from the balloon. An additional unknown balloon was used to complete the case. There was no reported patient injury. The device was prepped as per instructions for use (IFU) and opened in sterile field. The device prepped normally. Contrast to saline ration was 50:50. The inflation device was a syringe and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was not calcified and there was no vessel tortuosity. It was not a chronic total occlusion (cto). There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate but the user was unable to depress the plunger into the syringe/indeflator when trying to inflate. Leakage was noted from the balloon which inflated slightly. Additional patient details were requested but were not available. The device was returned for analysis. A non-sterile unit of a powerflex extreme 6x4 80cm balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon had been previously inflated. Blood residues were observed inside the balloon. No other anomalies were observed. Per functional analysis a balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. The balloon was inflated, nevertheless, a leakage of water was observed coming from the distal tip¿s guidewire lumen of the unit. It seems the water filling the balloon was leaking into the guidewire lumen. Per sem analysis the guidewire lumen¿s outer surface of the unit was observed ruptured, causing the guidewire lumen leakage. The outer surface of the lumen revealed no anomalies near to the rupture. The inner surface revealed evidence of scratch marks near to the lumen rupture. This type of damage is commonly caused during the interaction of the guidewire lumen material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the guidewire lumen inner surface led to the rupture condition found on the lumen. It seems the guidewire lumen material near the rupture was torn with a sharp object from the inside of the lumen. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82183780 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to this event. It is likely that a damaged guidewire may have been used which caused the noted scratches on the inner wall of the guidewire lumen adjacent to the rupture zone. It may also be possible that force was used to pass the guidewire through the lumen. The reported ¿balloon - inflation difficulty - unable to inflate¿ was not confirmed as the balloon could be inflated during analysis of the returned device. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 6mm x 4cm x 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter would not inflate and leaked contrast from the balloon. An additional unknown balloon was used to complete the case. There was no reported patient injury. The device was prepped as per instructions for use (IFU) and opened in sterile field. The device will be returned for analysis. The device prepped normally. Contrast to saline ration was 50:50 (ge omnipaque). The inflation device was a syringe and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was not calcified and there was no vessel tortuosity. It was not a chronic total occlusion (cto). There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate but the user was unable to depress the plunger into the syringe/indeflator when trying to inflate. Leakage was noted from the balloon which inflated slightly. Additional patient details were requested but were not available.